Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) stated that the baby was above target temperature, and they were concerned in an arctic sun device. Patient temperature (pt) was 34.4c, targeted temperature (tt) was 33.5c, water temperature (wt) was 9.3c, flow rate (fr) was 1.3lpm. Explained device was responding appropriately. Asked if secondary probe was in place and they confirmed patient temperature (pt) using axillary. Baby was cried and explained it was possible baby was generating heat and advised to check for sources of heat generation such as shivering, seizure or infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) stated that the baby was above target temperature, and they were concerned in an arctic sun device. Patient temperature (pt) was 34.4c, targeted temperature (tt) was 33.5c, water temperature (wt) was 9.3c, flow rate (fr) was 1.3lpm. Explained device was responding appropriately. Asked if secondary probe was in place and they confirmed patient temperature (pt) using axillary. Baby was cried and explained it was possible baby was generating heat and advised to check for sources of heat generation such as shivering, seizure or infection.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Patient temperature (pt) was 34.4c, targeted temperature (tt) was 33.5c, water temperature (wt) was 9.3c, flow rate (fr) was 1.3lpm. Explained device was responding appropriately. Asked if secondary probe was in place and they confirmed patient temperature (pt) using axillary. Baby was cried and explained it was possible baby was generating heat and advised to check for sources of heat generation such as shivering, seizure or infection. Per follow up information received via task on 07may2025, spoke with nurse who confirmed the issue had been patient related. The baby was moving too much, and it was difficult to lower their temperature. Doctor ordered patient removed from device until the baby was calm enough to restart therapy. They were not there at the time of restarting. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: b, d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) stated that the baby was above target temperature, and they were concerned in an arctic sun device. Patient temperature (pt) was 34.4c, targeted temperature (tt) was 33.5c, water temperature (wt) was 9.3c, flow rate (fr) was 1.3lpm. Explained device was responding appropriately. Asked if secondary probe was in place and they confirmed patient temperature (pt) using axillary. Baby was cried and explained it was possible baby was generating heat and advised to check for sources of heat generation such as shivering, seizure or infection. Per follow up information received via task on 07may2025, spoke with nurse who confirmed the issue had been patient related. The baby was moving too much, and it was difficult to lower their temperature. Doctor ordered patient removed from device until the baby was calm enough to restart therapy. They were not there at the time of restarting.